Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Drainage in progress and the tubing came off the bottle. New batch of bottles delivered to client, due to previous issues with faulty bottles. Bottle was draining normally when the tubing came away from the bottle.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: two photos samples were received by our quality team for investigation. Upon visual inspection of the photos, one used bottle with the drainage line disconnected from the bottle was observed and there was evidence of liquid inside the bottle, therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the lot 0001381449 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that personnel were not following proper procedure after applying the adhesive onto the drainage line and were moving the product without holding the connection for the appropriate amount of time. Additionally, we identified that preventative maintenance was not properly performed on one of the solvent dispensers which adheres the drainage line to the spike. Based on the quality team's investigation, it was determined that the disconnected drainage line was likely due to both personnel not following procedure and manufacturing equipment. Manufacturing personnel have been notified of this incident and additional training was provided. Updates will be implemented to ensure the proper maintenance is performed on the manufacturing equipment. Complaints received for this device and defect will continue to be monitored for future occurrences.

Event description:
Drainage in progress and the tubing came off the bottle. New batch of bottles delivered to client, due to previous issues with faulty bottles. Bottle was draining normally when the tubing came away from the bottle.